Event description:
Reportedly, loss of the ventricular capture was spotted. A reintervention was performed on (B)(6) 2025 to reposition the ventricular lead.

Event description:
Reportedly, loss of the ventricular capture was spotted. A reintervention was performed on (B)(6) 2025 to reposition the ventricular lead.

Manufacturer narrative:
Summary of the investigation: the manufacturing process for this lead was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. A review of the patient files, real-time data, and device records revealed that on the day of implantation ((B)(6) 2025), an issue with the ventricular lead position could be suspected: a loss of ventricular capture along with a decrease in both ventricular impedance and sensing values. These electrical behaviors may be attributed to a lead dislodgement. The ventricular lead was repositioned during a re-intervention procedure, which successfully resolved the associated electrical abnormalities. Based on available information, the lead dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. Based on the available data a lead issue is not suspected to be related to the reported issue. This case is retained and utilized for trending purposes.